Manufacturer narrative:
Product testing was unable to confirm the complaint. All results of control solution testing were within the range specification and no errors were observed. Only one of the readings reported by the customer was present in the meter's memory log.

Event description:
A customer reported a complaint of imprecise sequential readings on their freestyle flash meter. The customer obtained readings of 380 mg/dl and 50 mg/dl within a ten minutes timeframe. All readings were taken from the finger. When plotted on a parkes error grid, the results fall in the 'c' zone, which shows the difference to be clinically significant. The customer reported to be fatigued and dizzy at the time of the readings and drank some sugar water.